Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on (B)(6) 2014 he was admitted to the hospital with blood glucose (bg) 1500mg/dl. The patient reportedly discontinued insulin pump therapy and was treated with IV fluids. The patient noted that he had a 24 hour flu prior to hospitalization and that he had vomited three times in a 24 hour period and then began vomiting every 20 minutes. A family member reportedly contacted emt's at that time and the patient was taken to the hospital. The patient reportedly had not treated bgs or the flu prior to hospitalization. Customer technical support reviewed the pump with the patient and found all settings and histories were correct; no pump defects were found during troubleshooting. Troubleshooting indicated that the last site/set change had been done on (B)(6) 2014, indicating that the infusion set had been in use for five days prior to the hospitalization. The patient insisted the site was fine despite being in use for 2 to 3 days longer than instructions for use indicate. A review of the pump histories indicated 0 units of boluses for several days prior to the incident. The patient did not provide a reason for why he was not bolusing. The patient stated that he was not using advanced features and doses himself based on his own experience. Although no pump defects were found and other factors were identified as causing or contributing to the alleged bg excursion, the patient requested the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an allegation of inaccurate delivery from the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history showed that the last basal delivery was on (B)(6) 2014 and the last bolus delivered was a 5.05u bolus on (B)(6) 2014. The black box showed that on (B)(6) 2014 01:04 a replace cartridge alarm occured; deliveries resumed when pump was primed an hour later at (B)(6) 2014 02:00. Typical usage of the pump was observed in the alarm history. The basal and boluses added up appropriately to total the total daily dose of insulin; showing that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigation was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.